Event description:
Two pt were tested on the device and then compared to a lab. The results did not correlate. The first pt result was 440mg/dl and the lab was 184mg/dl. The second pt result reported was 480mg/dl compared to a lab of 265mg/dl. No treatment was provided to either pt. The device was replaced and requested to be returned for evaluation.